Event description:
Customer reported a secondary infusion was backflowing into the primary set. There was no report of patient harm or medical intervention. No additional patient or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.